Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A sterling 6.0mmx150mmx150cm was advanced for dilatation. During the second inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There was no patient injury as a result of this event.

Manufacturer narrative:
G4 - premarket / 510(k) #:k141150, k162350.